Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had broken / left coil"), device dislocation ("essure device had become displaced/ both devices remained in the general location where they belonged, but were malpositioned in that location"), idiopathic intracranial hypertension ("idiopathic intracranial hypertension"), uterine haemorrhage ("abnormal uterine bleeding / passing massive blood clots / pouring blood into my uterus"), uterine infection ("infection (bladder/ urinary tract/vaginal) type: uterus") and pelvic infection ("pelvic infection") in a 23-year-old female patient who had essure (batch no. B76526, b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea in 2014, miscarriage (2), multiple cesarean sections (2), uterine disorder and obstetric procedure complication. Patient denies early menopause. Concurrent conditions included overweight (notable for obesity), exercise induced asthma, depression, anxiety, tobacco user and d & c (done when essure was inserted). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia) / blood clots"), the first episode of pelvic pain ("pelvic pain event when not menstruating/ pain"), migraine ("migraine"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / losing clumps of hair"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hot flush ("hot flashes"), iliotibial band syndrome ("iliotibial band syndrome"), bursitis ("trochanteric bursitis"), tendonitis ("iliopsoas tendonitis"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), joint injury ("hip injuries") with muscular weakness, vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), erythema ("redness and other skin color changes especially of the face / face burned up"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), eczema ("eczema"), uterine infection (seriousness criteria medically significant and intervention required), gait disturbance ("trouble walking"), bladder disorder ("bladder or problems or change"), urinary tract disorder ("urinary problems or change"), facial pain ("face pain"), arthralgia ("hip pain"), adnexa uteri pain ("fallopian tube pain"), asthenia ("feeling weak"), pyrexia ("reoccuring fevers"), stress ("constant stress"), pelvic infection (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("constant pain similar to early stage labor pains"), muscle spasms ("back spasms"), syncope ("fainting"), urticaria ("hives"), limb discomfort ("feels like there's a lead weight from my knees down"), pain ("pain/ agonizing pain"), abdominal pain ("unbearable cramping / constant cramping") and amenorrhoea ("I'm not having a period"). On an unknown date, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant) with vision blurred, vomiting and headache. The patient was treated with sertraline (zoloft), antibiotics, surgery (hysterectomy/ bilateral salpingectomy on (B)(6) 2016 (removal of uterus, cervix and fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine haemorrhage, dysgeusia, dizziness, iliotibial band syndrome, bursitis, tendonitis, joint injury, vaginal infection, vaginal discharge, erythema, anxiety, depression, asthenia, pyrexia, stress, pelvic infection, the last episode of pelvic pain, muscle spasms, syncope, urticaria, limb discomfort, pain, abdominal pain and amenorrhoea outcome was unknown and the device dislocation, idiopathic intracranial hypertension, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, hot flush, dyspareunia, alopecia, migraine, fatigue, weight increased, eczema, uterine infection, nausea, allergy to metals, gait disturbance, vaginal haemorrhage, bladder disorder, urinary tract disorder, facial pain, arthralgia and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, asthenia, back pain, bladder disorder, bursitis, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eczema, erythema, facial pain, fatigue, gait disturbance, hot flush, idiopathic intracranial hypertension, iliotibial band syndrome, joint injury, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, pain, pelvic infection, pyrexia, stress, syncope, tendonitis, urinary tract disorder, urticaria, uterine haemorrhage, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: since her removal surgery, most of the symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on an unknown date: normal. Hysterosalpingogram - on (B)(6) 2016: confirmed full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2016: essure device had broken and become displaced. Current weight 265.00 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding extracted from medical records. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media posts. Added events asthenia, pyrexia, stress , pelvic infection , pelvic pain , muscle spasms, syncope, urticaria, limb discomfort ,pain, abdominal pain, amenorrhoea. Updated as reported event for alopecia, erythema, uterine haemorrhage, menorrhagia. Added historical condition. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had broken"), device dislocation ("essure device had become displaced/ both devices remained in the general location where they belonged, but were malpositioned in that location"), idiopathic intracranial hypertension ("idiopathic intracranial hypertension") and uterine haemorrhage ("abnormal uterine bleeding") in a 23-year-old female patient who had essure (batch no. B76526/ b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight (notable for obesity), exercise induced asthma, depression, anxiety and tobacco user. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain event when not menstruating/ pain"), migraine ("migraine"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hot flush ("hot flashes"), iliotibial band syndrome ("iliotibial band syndrome"), bursitis ("trochanteric bursitis"), tendonitis ("iliopsoas tendonitis"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), joint injury ("hip injuries") with muscular weakness, vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), erythema ("redness and other skin color changes especially of the face"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), eczema ("eczema"), uterine infection ("infection (bladder/ urinary tract/vaginal) type: uterus"), gait disturbance ("trouble walking"), bladder disorder ("bladder or problems or change"), urinary tract disorder ("urinary problems or change"), facial pain ("face pain"), arthralgia ("hip pain") and adnexa uteri pain ("fallopian tube pain"). On an unknown date, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant) with vision blurred, vomiting and headache. The patient was treated with sertraline (zoloft), surgery (hysterectomy/ bilateral salpingectomy on (B)(6) 2016 (removal of uterus, cervix and fallopian tubes)), surgery (hysterectomy/ bilateral salpingectomy on (B)(6) 2016 (removal of uterus, cervix and fallopian tubes)) and surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine haemorrhage, dysgeusia, dizziness, iliotibial band syndrome, bursitis, tendonitis, joint injury, vaginal infection, vaginal discharge, erythema, anxiety and depression outcome was unknown and the device dislocation, idiopathic intracranial hypertension, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, pelvic pain, hot flush, dyspareunia, alopecia, migraine, fatigue, weight increased, eczema, uterine infection, nausea, allergy to metals, gait disturbance, vaginal haemorrhage, bladder disorder, urinary tract disorder, facial pain, arthralgia and adnexa uteri pain had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, bursitis, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eczema, erythema, facial pain, fatigue, gait disturbance, hot flush, idiopathic intracranial hypertension, iliotibial band syndrome, joint injury, menorrhagia, migraine, nausea, pelvic pain, tendonitis, urinary tract disorder, uterine haemorrhage, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, most of the symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: confirmed full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2016: essure device had broken and become displaced current weight 265.00 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding extracted from medical records. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Concomitant disease, laboratory data, treatment medications were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal), bladder or urinary problems or changes, infection (bladder/ urinary tract/vaginal) type: uterus, rashes or skin conditions type: eczema, nausea, nickel allergy, trouble walking, weight gain, face pain, hip pain, fallopian tube pain. Updated events, onset date and outcomes of events. On 1-mar-2018: follow up one and two processed together : medical records received : reporter information updated and event from medical records. Abnormal uterine bleeding extracted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had broken / left coil"), device dislocation ("essure device had become displaced/ both devices remained in the general location where they belonged, but were malpositioned in that location"), idiopathic intracranial hypertension ("idiopathic intracranial hypertension"), uterine haemorrhage ("abnormal uterine bleeding / passing massive blood clots / pouring blood into my uterus"), uterine infection ("infection (bladder/ urinary tract/vaginal) type: uterus") and pelvic infection ("pelvic infection") in a 23-year-old female patient who had essure (batch no. B76526, b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included absence of menstruation in 2014, miscarriage (2), multiple cesarean sections (2), uterine disorder and obstetric procedure complication. Patient denies early menopause. Concurrent conditions included overweight (notable for obesity), exercise induced asthma, depression, anxiety, tobacco user and d & c (done when essure was inserted). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia) / blood clots"), the first episode of pelvic pain ("pelvic pain event when not menstruating/ pain"), migraine ("migraine"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / losing clumps of hair"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hot flush ("hot flashes"), iliotibial band syndrome ("iliotibial band syndrome"), bursitis ("trochanteric bursitis"), tendonitis ("iliopsoas tendonitis"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), joint injury ("hip injuries") with muscular weakness, vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), erythema ("redness and other skin color changes especially of the face / face burned up"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), eczema ("eczema"), uterine infection (seriousness criteria medically significant and intervention required), gait disturbance ("trouble walking"), bladder disorder ("bladder or problems or change"), urinary tract disorder ("urinary problems or change"), facial pain ("face pain"), arthralgia ("hip pain"), adnexa uteri pain ("fallopian tube pain"), asthenia ("feeling weak"), pyrexia ("reoccurring fevers"), stress ("constant stress"), pelvic infection (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("constant pain similar to early stage labor pains"), muscle spasms ("back spasms"), syncope ("fainting"), urticaria ("hives"), limb discomfort ("feels like there's a lead weight from my knees down"), pain ("pain/ agonizing pain"), abdominal pain ("unbearable cramping / constant cramping") and amenorrhoea ("I'm not having a period"). On an unknown date, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant) with vision blurred, vomiting and headache. The patient was treated with sertraline (zoloft), antibiotics, surgery (hysterectomy/ bilateral salpingectomy on (B)(6) 2016 (removal of uterus, cervix and fallopian tubes)), surgery (hysterectomy/ bilateral salpingectomy on (B)(6) 2016 (removal of uterus, cervix and fallopian tubes)) and surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine haemorrhage, dysgeusia, dizziness, iliotibial band syndrome, bursitis, tendonitis, joint injury, vaginal infection, vaginal discharge, erythema, anxiety, depression, asthenia, pyrexia, stress, pelvic infection, the last episode of pelvic pain, muscle spasms, syncope, urticaria, limb discomfort, pain, abdominal pain and amenorrhoea outcome was unknown and the device dislocation, idiopathic intracranial hypertension, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, hot flush, dyspareunia, alopecia, migraine, fatigue, weight increased, eczema, uterine infection, nausea, allergy to metals, gait disturbance, vaginal haemorrhage, bladder disorder, urinary tract disorder, facial pain, arthralgia and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, asthenia, back pain, bladder disorder, bursitis, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eczema, erythema, facial pain, fatigue, gait disturbance, hot flush, idiopathic intracranial hypertension, iliotibial band syndrome, joint injury, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, pain, pelvic infection, pyrexia, stress, syncope, tendonitis, urinary tract disorder, urticaria, uterine haemorrhage, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: since her removal surgery, most of the symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on an unknown date: normal hysterosalpingogram - on (B)(6) 2016: confirmed full occlusion of fallopian tubes. Ultrasound pelvis - in february 2016: essure device had broken and become displaced current weight 265.00 lbs concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding extracted from medical records. Lot numbers and exp/MFR dates b76526 31oct2016 / 01oct2013 b76530 31oct2016 / 04oct2013 most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc FDA codes entry incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had broken / left coil'), device dislocation ('essure device had become displaced/ both devices remained in the general location where they belonged, but were malpositioned in that location'), uterine haemorrhage ('abnormal uterine bleeding / passing massive blood clots / pouring blood into my uterus'), pelvic infection ('pelvic infection'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: uterus') and idiopathic intracranial hypertension ('idiopathic intracranial hypertension') in a 23-year-old female patient who had essure (batch no. B76526, b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation in 2014, miscarriage (2), multiple cesarean sections (2), uterine disorder, obstetric procedure complication, bladder disorder and urinary tract disorder. Patient denies early menopause. Previously administered products included for an unreported indication: birth control pill from 2010 to 2011 and kegel. Concurrent conditions included overweight (notable for obesity), exercise induced asthma, depression, anxiety, tobacco user and d & c (done when essure was inserted). Concomitant products included levonorgestrel (mirena). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia) / blood clots"), the first episode of pelvic pain ("pelvic pain event when not menstruating/ pain"), migraine ("migraine"), fatigue ("fatigue"), eczema ("eczema"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain ("pain/ agonizing pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / losing clumps of hair"). On an unknown date, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant) with vision blurred, vomiting and headache. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hot flush ("hot flashes"), iliotibial band syndrome ("iliotibial band syndrome"), bursitis ("trochanteric bursitis"), tendonitis ("iliopsoas tendonitis"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), joint injury ("hip injuries") with muscular weakness, vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge"), erythema ("redness and other skin color changes especially of the face / face burned up"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), gait disturbance ("trouble walking"), bladder disorder ("bladder or problems or change"), urinary tract disorder ("urinary problems or change"), facial pain ("face pain"), arthralgia ("hip pain"), adnexa uteri pain ("fallopian tube pain"), asthenia ("feeling weak"), pyrexia ("reoccuring fevers"), stress ("constant stress"), the second episode of pelvic pain ("constant pain similar to early stage labor pains"), muscle spasms ("back spasms"), syncope ("fainting"), urticaria ("hives"), limb discomfort ("feels like there's a lead weight from my knees down"), abdominal pain ("unbearable cramping / constant cramping"), amenorrhoea ("I'm not having a period") and chills ("chills"). The patient was treated with antibiotics, sertraline hydrochloride (zoloft) and surgery (robotic assisted total hysterectomy, bilateral salpingectomy and hysterectomy/ bilateral salpingectomy on (B)(6) 2016 (removal of uterus, cervix and fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine haemorrhage, pelvic infection, dysgeusia, dizziness, iliotibial band syndrome, bursitis, tendonitis, joint injury, vaginal infection, vaginal discharge, erythema, anxiety, depression, asthenia, pyrexia, stress, the last episode of pelvic pain, muscle spasms, syncope, urticaria, limb discomfort, pain, abdominal pain, amenorrhoea and chills outcome was unknown and the device dislocation, uterine infection, idiopathic intracranial hypertension, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, hot flush, dyspareunia, alopecia, migraine, fatigue, weight increased, eczema, nausea, allergy to metals, gait disturbance, vaginal haemorrhage, bladder disorder, urinary tract disorder, facial pain, arthralgia and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, asthenia, back pain, bladder disorder, bursitis, chills, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eczema, erythema, facial pain, fatigue, gait disturbance, hot flush, idiopathic intracranial hypertension, iliotibial band syndrome, joint injury, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, pain, pelvic infection, pyrexia, stress, syncope, tendonitis, urinary tract disorder, urticaria, uterine haemorrhage, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, most of the symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on an unknown date: results: normal. Hysterosalpingogram - on (B)(6) 2016: results: confirmed full occlusion of fallopian tubes.. Ultrasound pelvis - in (B)(6) 2016: results: essure device had broken and become displaced. Current weight 265.00 lbs concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding extracted from medical records. Lot numbers and exp/MFR dates b76526, 31oct2016 / 01oct2013. B76530, 31oct2016 / 04oct2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had broken / left coil'), device dislocation ('essure device had become displaced/ both devices remained in the general location where they belonged, but were malpositioned in that location'), uterine haemorrhage ('abnormal uterine bleeding / passing massive blood clots / pouring blood into my uterus'), pelvic infection ('pelvic infection'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: uterus') and idiopathic intracranial hypertension ('idiopathic intracranial hypertension') in a 23-year-old female patient who had essure (batch no. B76526, b76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included absence of menstruation in 2014, miscarriage (2), multiple cesarean sections (2), uterine disorder, obstetric procedure complication, bladder disorder and urinary tract disorder. Patient denies early menopause. Previously administered products included for an unreported indication: birth control pill from 2010 to 2011 and kegel. Concurrent conditions included overweight (notable for obesity), exercise induced asthma, depression, anxiety, tobacco user and d & c (done when essure was inserted). Concomitant products included levonorgestrel (mirena). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia) / blood clots"), the first episode of pelvic pain ("pelvic pain event when not menstruating/ pain"), migraine ("migraine"), fatigue ("fatigue"), eczema ("eczema"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain ("pain/ agonizing pain") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss / losing clumps of hair"). On an unknown date, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant) with vision blurred, vomiting and headache. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("back pain"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hot flush ("hot flashes"), iliotibial band syndrome ("iliotibial band syndrome"), bursitis ("trochanteric bursitis"), tendonitis ("iliopsoas tendonitis"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), joint injury ("hip injuries") with muscular weakness, vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge"), erythema ("redness and other skin color changes especially of the face / face burned up"), anxiety ("worsening of her anxiety"), depression ("worsening of her depression"), gait disturbance ("trouble walking"), bladder disorder ("bladder or problems or change"), urinary tract disorder ("urinary problems or change"), facial pain ("face pain"), arthralgia ("hip pain"), adnexa uteri pain ("fallopian tube pain"), asthenia ("feeling weak"), pyrexia ("reoccurring fevers"), stress ("constant stress"), the second episode of pelvic pain ("constant pain similar to early stage labor pains"), muscle spasms ("back spasms"), syncope ("fainting"), urticaria ("hives"), limb discomfort ("feels like there's a lead weight from my knees down"), abdominal pain ("unbearable cramping / constant cramping"), amenorrhoea ("I'm not having a period") and chills ("chills"). The patient was treated with antibiotics, sertraline hydrochloride (zoloft) and surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine haemorrhage, pelvic infection, dysgeusia, dizziness, iliotibial band syndrome, bursitis, tendonitis, joint injury, vaginal infection, vaginal discharge, erythema, anxiety, depression, asthenia, pyrexia, stress, the last episode of pelvic pain, muscle spasms, syncope, urticaria, limb discomfort, pain, abdominal pain, amenorrhoea and chills outcome was unknown and the device dislocation, uterine infection, idiopathic intracranial hypertension, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, hot flush, dyspareunia, alopecia, migraine, fatigue, weight increased, eczema, nausea, allergy to metals, gait disturbance, vaginal haemorrhage, bladder disorder, urinary tract disorder, facial pain, arthralgia and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, asthenia, back pain, bladder disorder, bursitis, chills, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eczema, erythema, facial pain, fatigue, gait disturbance, hot flush, idiopathic intracranial hypertension, iliotibial band syndrome, joint injury, limb discomfort, menorrhagia, migraine, muscle spasms, nausea, pain, pelvic infection, pyrexia, stress, syncope, tendonitis, urinary tract disorder, urticaria, uterine haemorrhage, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: since her removal surgery, most of the symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Computerised tomogram - on an unknown date: results: normal. Hysterosalpingogram - on (B)(6) 2016: results: confirmed full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2016: results: essure device had broken and become displaced. Current weight 265.00 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abnormal uterine bleeding extracted from medical records. Lot numbers and exp/MFR dates b76526 31oct2016 / 01oct2013. B76530 31oct2016 / 04oct2013. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event chills added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had broken"), device dislocation ("essure device had become displaced") and idiopathic intracranial hypertension ("idiopathic intracranial hypertension") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), idiopathic intracranial hypertension (seriousness criterion medically significant) with vision blurred, vomiting and headache, dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("back pain"), pelvic pain ("pelvic pain event when not menstruating"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), hot flush ("hot flashes"), iliotibial band syndrome ("iliotibial band syndrome"), bursitis ("trochanteric bursitis"), tendonitis ("iliopsoas tendonitis"), dyspareunia ("painful intercourse"), joint injury ("hip injuries") with muscular weakness, alopecia ("hair loss"), migraine ("migraine"), vaginal infection ("chronic vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), erythema ("redness and other skin color changes especially of the face"), anxiety ("worsening of her anxiety") and depression ("worsening of her depression"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy on (B)(6) 2016 (removal of uterus, cervix and fallopian tubes)) and surgery (hysterectomy/ bilateral salpingectomy on (B)(6) 2016 (removal of uterus, cervix and fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, idiopathic intracranial hypertension, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, pelvic pain, dysgeusia, dizziness, hot flush, iliotibial band syndrome, bursitis, tendonitis, dyspareunia, joint injury, alopecia, migraine, vaginal infection, vaginal discharge, fatigue, weight increased, erythema, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bursitis, depression, device breakage, device dislocation, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, hot flush, idiopathic intracranial hypertension, iliotibial band syndrome, joint injury, menorrhagia, migraine, pelvic pain, tendonitis, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, most of the symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2016: essure device had broken and become displaced. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.